Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) system experienced an infection. Subsequently, the lead was explanted. Other than surgery and infection, no additional adverse patient effects were reported. The cardioverter system has not been returned for analysis.